Event description:
It was reported that a patient presented via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to have exhibited far-r wave over-sensing, resulting in loss of pacing. No intervention was taken. The patient was stable throughout.

Event description:
New information received notes that another instance of far r wave over-sensing was noted through remote follow-up, which resulted in inappropriate automatic mode switch. Corrective programming changes were recommended but it is unknown if they will be made. The patient was stable throughout.